Event description:
It was reported that the patient was being treated with nava (neurally adjusted ventilatory assist). The patient had already another esophageal catheter for continuous stomach aspiration in place at a distance of 12 cm. During insertion of the 6fr/50 cm ng tube for nava, the ventilator indicated to insert the ng tube further down with the arrow down. The edi (electrical activity of the diaphragm) signal was ok when the ng tube had been inserted at a distance of 16.5 cm. The chest x-ray showed that the ng tube had been inserted deep and probably caused pneumoperitoneum. The final patient outcome was no injury. Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4). No parts were returned therefore the investigation is an evaluation of the received x-ray picture and available information. The x-ray picture confirms the reported incident. It shows that the ng tube for nava was pushed too far down in the stomach past the ng aspiration tube and curled upwards. The information available indicates that the insertion procedure as done was correct but did not properly use the ECG/p-wave propagation in the leads for correct positioning. The arrows are used for fine-tuning when the p-wave propagation shows the correct position and not for positioning of the ng tube for nava in place. The cause of the reported perforation was that first a longer ng tube for nava for the patient was used and secondly pushed too far than the measured distance. A shorter ng tube for nava should have been used. The conclusion in this matter is that there was no ng tube malfunction or inadequate labeling/insertion/positioning information. There is adequate information in the user¿s manual to choose the correct ng tube size for the patient before inserting. There is a calculation tool in the ventilator. It suggests an insertion length for a given ng tube for a measured nex measurement. There is no information that this calculation was used. The cause of the event is attributed to user error.

Event description:
Manufacturer reference#: (B)(4).